Event description:
A healthcare professional reported with a description of delivery failure due to plunger not delivering the lens. Additional information has been requested and received stating as the lens was advancing, there was leaked in the gas. Lens stopped advancing. No injury was sustained and no medical treatment required. The procedure was completed on same day with a new lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. The lever is moving freely, and the plunger is not advancing. The device is taken apart for further evaluation. The canister is fully punctured. Krytox is observed on the canister neck. No damage observed to o-rings. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues. The root cause for the reported complaint is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor in bray). The product did not meet specifications. The plunger is not advancing when the lever is pressed. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).